Event description:
Procedure: hysterectomy. According to the reporter: the needle kept falling out when passing through tissue. Opened another device. The needle was retrieved without adverse consequence, and another instrument was used to complete the procedure.